Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 48 mg/dl. The customer¿s current blood glucose value was 50 mg/dl. The customer did experienced symptoms of low blood glucose value such as mental confusion. Customer treated low blood glucose with food and juice. It was unknown that the auto mode feature was active at the time of incident. Trouble shooting was performed. No further complications were reported. The customer will continue to use the device.